Event description:
The patient reported experiencing a hypoglycemic event that resulted in hospitalization. Additionally, the patient described a separate incident in which they fell and hit their head, but did not clarify whether it was related to a glycemic event. No further details could be obtained, as the patient declined to provide additional information. Details regarding the duration of pod wear, associated symptoms, length of hospitalization, and treatment received during the hospitalization attributed to the hypoglycemic episode were not reported. No additional information is available.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.